Event description:
Customer stated that the product was leaking oil while testing. There was no pt involvement, no adverse event was associated with the device.

Manufacturer narrative:
Corrosion damage was noted within the internal components of the device. Sample fluid was also taken from the boot of the device.